Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue found that the root cause was stack damage by user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a (B)(6) male patient was sedated and underwent an atrial fibrillation (afib) transeptal procedure due to a history of afib. The follow-up information detailed that the acunav catheter was inserted through the patient's groin area. The doctor attempted to view the image of the septum; however, the catheter was reported to have displayed a poor image quality. The doctor removed the catheter and a replacement acunav catheter and the same ultrasound system were used to complete the procedure. There was no patient adverse event reported. No additional information was provided.